Event description:
New information noted the patient had a procedure that was not related to the device and during the procedure there was an error due to the emi and sent the alp into a reset that no intervention was performed. The patient experienced palpatations but no other consequences.

Event description:
It was reported that the right atrial leadless pacemaker reset. Further information was requested however, was not provided.